Manufacturer narrative:
H4: information is unavailable; device was not returned for evaluation.

Event description:
It was reported that the instrument procedure unformed staples on the third firing. The surgeon was completing a wedge resection. Instrument fired and cut, staples were ejected, but were completely unformed. The instrument and all reloads were discarded. The lot number was not recorded. The staples line was oversewn and the case completed successfully. Minor delay of 10 minutes.